Manufacturer narrative:
The blade subject to this MDR was returned to the manufacturer for evaluation. It was visually confirmed that both tabs were broken from the mount of the blade. The returned part was measured where possible and all critical specifications were met. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi factorial. The handpiece associated with this MDR is as follows; part number: 6208000000.

Event description:
It was reported that during a total knee replacement procedure, the blade broke. It was also reported that another blade was readily available and there was no delay to the procedure as a result of this event.